Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system would not boot up. It was reported that the fan, cable and input/output hub were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The fan, in/out hub and cable were returned to the manufacturer for evaluation. Testing found that the components operated as designed and the reported issue could not be replicated when connected to a known operational navigation system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system was intermittently losing display functionality. It was noted that the system would intermittently regain functional but the issue would recur and the power light on the monitor was amber. There was no patient present when this issue was identified. No additional information was provided.